Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they have been experiencing high blood glucose level for 3 days in which they have been getting battery alarms and no deliveries. Customer's blood glucose was 600 mg/dl at the time of the incident and current blood glucose is 411 mg/dl and had no symptoms. Customer treated her high bg with manual injections. Troubleshooting for the battery failed test and no delivery alarms were declined. Customer was advised to change the entire set, reservoir and insulin and treat per hcp's instructions. The battery cap will be replaced and nothing will be returned for analysis.